Event description:
Caller states the patient tested 6.6 inr on the coaguchek xs plus system while a comparison lab returned as 4.7 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.